Manufacturer narrative:
This report is submitted on march 3, 2021.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in explant of the device (B)(6) 2021. It is unknown if the patient was re-implanted with another device.